Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly and took a long time to charge. Additionally, it was reported that intermittent false alarms occurred and that the insulin gauge was inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was not known. A manual injection was administered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.